Event description:
Pt was implanted with a synchromed implantable infusion pump for treatment of malignant spinal pain. The pt presented to the physician in september 2000 because the pump had failed. The pt experienced severe pain as a result of the pump stopping and was treated with oral meds on an outpatient basis. The physician did an x-ray on fluoroscope and determined that the rollers were not moving. In 2000 the pt had the device explanted. A new pump was implanted at the same time and the pt is reportedly doing fine.